Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was tested for flow accuracy and delivered within specification. The device was determined to meet all product specifications related to the reported event. The reported under in fusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drips were observed dripping from the chamber while a spectrum iq pump was running and the bag stayed full. The event happened during delivery at the general patient ward. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a low audio during testing. The cause was identified to be a loose speaker, the rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.